Manufacturer narrative:
E2: health professional? Should be marked yes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use aspiration needle had a faulty needle lock mechanism. The issue was discovered during an endobronchial ultrasound and the procedure was completed using another device. There were no reports of patient harm.